Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device appeared to not seal at the tip of the device, even with multiple seals. There were no regrasp alarms and an end tone was heard. No patient injury occurred.